Event description:
The pt's wife reported to the MFR on 1/16/07, that the pt had recently been experiencing seizures, which have also increased in severity. The spouse stated that episodes of seizure were hardly noticeable before, but now they seem more severe. The spouse also provided that the pt has experienced falls; dates of occurrence were not reported. The pt's wife stated they have contacted the physician specialist who re-directed them to their primary care provider for testing, because the neurologist does not think the seizures are related to the pt's condtion of parkinson's disease. The spouse reported that, the pt has presented for follow-up and testing was performed (no date or exact nature of testing completed was reported), but no determination has been made as to what is causing the change in pt status. The MFR rep re-directed the pt's spouse to contact their physician for add'l medical direction. The MFR has requested more info from the hcp. No report has been received of device explant; the product has not been returned for analysis. The dbs lead was placed in 2002. A follow-up report will be sent if add'l info is received. See MFR report number 2649622200700501.